Event description:
It was reported that the lead was explanted and replaced due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found. Normal pacing lead impedance was measured with the helix extended.